Event description:
It was reported that an ilet screen was cracked to the extent that the touchscreen was unresponsive, and a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and continued glycemic stability while the user reverted to an alternative insulin therapy. Investigation included receipt of the device and an attempted evaluation, during which an ¿unhandled fault error¿ prevented closure of the assessment. Investigation of this device revealed physical damage to the display assembly consistent with user-reported screen breakage, with an associated device fault that impeded full analysis. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact, resulting in loss of touchscreen function.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.